Manufacturer narrative:
No RMA has been initiated for this issue. Model ihcs3, serial number/date code is unknown. The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly a nurses aid lowered ihcs3 bed onto an over bed table (obt). Obt shot out from under bed and injured the nurse aide. The obt was not an invacare product so compatibility cannot be confirmed. No serious injury alleged.

Event description:
Customer alleged when bed was lowered onto an over bed table, the obt shot out from under bed. Minor injury alleged.